Event description:
It was reported that the bronchovideoscope displayed error code e315 (non-compatible endoscope). The location where the event occurred was requested but remains unknown. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information: d8, d9, e4 the device was returned to olympus for inspection; however, the reported failure of error code e315 could not be confirmed during evaluation. During the device evaluation, the following reportable malfunction was identified: corrosion of the connector. The most probable cause of this finding is attributed to expected or random component failure, with no design or manufacturing issues identified. As the reported malfunction of error code e315 could not be confirmed during evaluation, a definitive root cause for the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.